Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer believes that the insulin pump is not delivering enough insulin. Customer reported blood glucose levels ranging from 483mg/dl to 600mg/dl. Customer treated with manual injections. Torubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.